Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) briefly lost connection to the ilet bionic pancreas, and the connection reestablished without intervention after the customer called; troubleshooting and education were provided, and blood glucose was not impacted. No clinical signs, symptoms, or conditions were reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included customer interview and troubleshooting focused on communication integrity and signal quality. Investigation of this case revealed a transient cgm-to-ilet communication interruption consistent with signal loss, with no device component failure identified and normal function restored. It was concluded, based on previously established findings for similar reports, that the cause was intermittent external communication interference.